Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a lantern delivery microcatheter (lantern) and a non-penumbra 5f catheter. It was noted that the patient¿s anatomy was tortuous and calcified. During the procedure, the physician advanced the lantern and catheter into the target vessel. Subsequently, the physician noticed the lantern was not moving as intended; therefore, the physician removed the lantern and noticed the shaft of the lantern was almost broken off completely. It was reported that the lantern was broken at the distal end. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed using a new lantern and the same 5f catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is advanced at an extreme angle during use, damage such as a kink may occur. Further manipulation of a kinked device may worsen to a fracture. Further evaluation revealed ovalization near the distal tip of the distal fractured segment. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.